Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer had a potential medication error that occurred. The customer is requesting assistance with a log review. Upon further customer follow up customer noted "this was not an incident or issue with the pump itself, but for an investigation into an IV medication related event. No further information or investigation is needed at this time." There was patient involvement but the information on patient impact is unknown.